Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex artery with mild tortuosity, mild calcification and 95% stenosis. A 3x12 mm xience pro rx stent delivery system (sds) was advanced toward the target lesion but failed to cross due to the patient anatomy. There was no interaction of devices. The lesion was again prepared using an unspecified cutting balloon. The xience pro was re-inserted and advanced toward the target lesion but the proximal shaft separated into 2 pieces outside the patient anatomy. The xience pro was simply withdrawn from the patient anatomy without issue. The procedure was completed using a same size xience prime sds. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.